Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was not returned for evaluation. The lot history could not be reviewed as no lot number was provided. The complaint could not be confirmed or replicated because the product was not returned.

Event description:
An event involved a primary plum set with a clave port, clave y-site, secure lock, and 103-inch tubing. It was reported that both mobile and immobile debris were floating in the drip chamber of the IV tubing after spiking a normal saline bag. The contaminant was suspected to have originated from the IV tubing. The lot from which the affected IV tubing originated was pulled in the ed. In most cases, a single brown or black spot was observed in the same area of the drip chamber. It was noted that one speck was black and another was brown. In both cases, the specimens appeared to be embedded in the plastic of the drip chamber in nearly identical locations. The drip chamber was opened to access the speck; however, attempts to remove it were unsuccessful. Even with aggressive scraping using a scalpel, the speck could not be removed from the inner plastic surface of the drip chamber. There was no reported patient involvement or harm.